Manufacturer narrative:
The investigation determined that multiple non-reproducible, higher than expected troponin results were obtained during investigation activities using a troponin I free fluid (hsdb) on a vitros eciq system. An ocd field engineer performed service activities on several subsystems of the vitros eciq system. Performance testing following service verified that the equipment was returned to expected operation. The investigation determined the root cause of the event is an instrument related issue.

Event description:
The customer obtained non-reproducible, higher than expected troponin I es precision test results ( 0.120 ng/ml,0.034 ng/ml, 0.066 ng/ml versus expected = 0.014 ng/ml) using a troponin I free fluid (hsdb) on a vitros eciq system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected using patient samples. There were no higher than expected vitros trop I es patient results reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).